Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the endoscopic image of the subject device was not displayed due to a failure of the circuit board and ¿please wait and switches distributions¿ was displayed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified timing, losing image of the subject device was found. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. It was reported by the local service department that this event related to the moving elements inside the camera head. Omsc surmised that the reported phenomenon occurred since the circuit board inside the subject device was broken due to the impact such as the user dropping the subject device.